Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 29 july 2015. The fse reported intermittent issue with tip and test cup doors not opening. The fse checked cables, cleaned sensors and replaced the sorter board. Customer ran quality control (qc) and patient samples. The aia 2000 was working as intended. No further action required by fse. The probable cause of the event was the sorter board.

Event description:
On (B)(6) 2015 a customer reported the sorter doesn't respond the door won't open with their aia-2000 system. She opened sorter manually and put cups on but 2000 is not detecting them. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting lhii, fsh and prl for patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.